Event description:
Boston scientific received information that in one year ago, this pacemaker presented with greater than 5 years of longevity remaining. However, since that time the gas gauge has decreased from 3/4 to less than 1/2. Impedance measurements and programmed parameters have not changed significantly.

Manufacturer narrative:
A boston scientific technical services consultant discussed how the device manages the battery and the four current bins and how the device manages differently for each bin. The consultant also discussed the possibility that the device could have been at the edge of a current bin and then a parameter like output, mode rate, pacing percentage or impedance may have changed and it jumped to a higher current bin. This would indicate that the device would be more managing more conservatively which would decrease the longevity remaining display. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.